Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and is reportedly doing well.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort. The patient had lost weight, not device related, and the pocket site became uncomfortable.

Event description:
A report was received that the patient would undergo a pocket revision due to pocket discomfort. The patient had lost weight, not device related, and the pocket site became uncomfortable.